Event description:
It was reported that during deployment of a vascular stent in the sfa, a "pop" sound was heard and the deployment trigger became non-responsive. The entire system was removed without incident and another vascular stent was deployed without incident. No patient injury reported.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The device is available for evaluation. The investigation is currently underway.